Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during insertion, the peel-away sheath broke off during peeling process around the catheter. Use of applier to recover the end tip of the peel-away. No clinical consequences caused by the incident or the removal of the broken part by the surgeon.".

Event description:
It was reported that "during insertion, the peel-away sheath broke off during peeling process around the catheter. Use of applier to recover the end tip of the peel-away. No clinical consequences caused by the incident or the removal of the broken part by the surgeon.".

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and a 3-lumen catheter for analysis. Signs of use were observed inside the catheter. Visual analysis revealed one kink on the guide wire. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were full and spherical. The kink on the guide wire measured 324mm from the proximal weld. The guide wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned catheter was then threaded over the guidewire. No resistance was encountered at the undamaged portions of the guidewire. Resistance was encountered at the location of the kink. Performed per IFU statement , thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guidewire was confirmed through visual analysis of the returned sample. The guidewire contained one major kink around the middle of the body. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.